Event description:
Two physicians and three staff members experienced itching, redness, and irritated skin to nose area while using the face mask. One staff member went to dermatologist and received unknown prescription.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 5.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.